Event description:
It was reported that the patient alert triggered, and the lead exhibited suddenly high impedances and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Impedance - high resistance/impedance: 1 - patient alert for rv.pace lead z> 3000 ohms on (B)(6) 2012 03:00:04. Daily pace lead impedance log data shows an abrupt increase for v.pace = 448 to 6928 ohms range between (B)(6) 2012. The proximal segment of the lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed), and the outer insulation exhibited a cosmetic depression.